Event description:
An olympus customer service coordinator reported on behalf of the customer, the video system center had intermittent image loss and worn/faulty connector. The event occurred during an unspecified procedure. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of intermittent image was confirmed, due to bending of the terminal of the video connector socket. The allegation of a worn/defective connector was confirmed. In addition, the video connector socket terminal was bend. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿intermittent loss of images¿, was reproduced, and it was determined that it occurred due to the bending of the terminal of the video port socket. It was recommended to replace the faulty video connector socket and the worn scope socket as well as conduct full inspection and electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.